Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge fluctuated. Pump shutdown and a minimum fill notification occurred. Customer loaded a new cartridge to resolve minimum fill issue. Customer continued to use pump for insulin therapy. Customer's blood glucose was within 54-500 mg/dl.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery issue was verified; the alleged minimum fill issue could not be verified.